Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 476 mg/dl at the time of the report. Troubleshooting could not be performed because the insulin pump was alarming button error and there was moisture beneath the display. Nothing further was reported.